Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not reading volumes. The reporter advised that the device's exhaled tidal volume (vte) levels were reading zero (0), but that it appeared to be delivering to the patient. Medical personnel attempted to troubleshoot the device by changing out the circuit and trach tube, as well as checking anywhere there may have been a leak, however there was no change in the device's behavior. The patient was then placed on a different ventilator for support. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue, and that there were no further details about the patient available.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 -- section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).